Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco-lobectomy, the stapler was used to staple the upper right lobe bronchus of the patient. It was reported stapling was completed without problems. However, when releasing the jaws, the bronchi stuck to the cartridge and could not be unstuck. It was noted during stapling, the stapler slowed down instantaneously, and the bronchi was not thick. The staple was formed poorly, which led to sticking problem of the cartridge and the bronchi. They pulled the handle, but could not separate the cartridge apart from the bronchi , so they cut off the bronchi partiality with scissors and managed to release the jaws. The remaining bronchi was sutured and recovered.